Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). This report is number 3 of 3 MDR supplementals filed for the same patient (reference 0001822565-2017-04985 and 0001822565-2017-05080). Concomitant devices : unknown persona articular surface catalog # unknown, lot # unknown, unknown persona tibial component catalog # unknown, lot # unknown. Initial reporter: patient medwatch. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It is reported that the patient underwent initial knee arthroplasty approximately two (2) years ago. The patient has been experiencing pain, instability, swelling, skin discoloration, burning sensation, decreased muscle tone in the right leg, falling due to instability and difficulty in walking. Furthermore the patient reports that he hears a popping sound from the knee. No revision reported.